Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 36 and 48 hours. The patient reported that there was a strong smell of insulin which could indicate a leak, they also reported they were not sure that the cannula was properly seated in the infusion site (back). As treatment, a new pod was applied.